Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6). (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, a short nail (not depuy synthes product) was implanted to the patient. After the surgery, the patient had fracture around distal end of the nail. On (B)(6) 2018, re operation to remove the nail and implantation of trochanteric femoral nail advanced (tfna) system was performed. During surgery, an end cap 0mm was inserted before distal side stopping because some devices for distal side stopping had not been sterilized yet. When the surgeon tried to fasten the end cap, it could not be tightened, and it kept rotating on the nail. Then, the locking mechanism in the nail was re-engaged, and re-tried to tighten the end cap. However, the same problem occurred. The end cap was replaced to an end cap 5mm; however, the same problem occurred. While the surgeon tried to repeat insertion of the end cap and re-engagement of the locking mechanism, sterilization of devices for distal side stopping was finished. Thus, distal side stopping was performed. The surgeon checked the condition of locking mechanism in the nail with the blade and tried to connect an insertion handle to the nail. However, surgeon could not do it successfully. Then, the surgeon tried to connect the insertor to the blade. At this time, the nail shifted to lateral side of the bone, and the blade was pushed by the insertor to the medial side. Thus, the blade advanced deeper in the bone, and the edge of the blade slipped from surface of the cortical bone. Due to this, a part of the cortical bone was caught between the blade and the insertor, and the cortical bone prevented the insertor from contacting the blade. He then shaved the cortical bone and pulled backed the blade. Surgeon then, checked the rotation position of the blade and re-engaged the locking mechanism. Finally succeeded in inserting and tightening the end cap. Surgeon commented that while replacing the nails, reduction of the affected site was not kept properly. Thus, condition of the pieces of the bone was unstable. The surgeon could not feel the whether the locking mechanism was engaged properly or not using flexible screw driver. Thus, complained of the flexible screw driver about this point. There was a surgical delay of 90 minutes. There was no adverse consequence to the patient. This report is for one (1) 5mm hex flexible screwdriver. This is report 5 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.